Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was between 500 to 600 mg/dl. They treated with the insulin pump and manual injections. Their current blood glucose value was 177 mg/dl. The insulin pump will not be returned for analysis.